Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure resistance was met while withdrawing the catheter. Upon removal it was noted that the distal portion of the catheter had become separated. The separated portion was retrieved with a snare device. No pt injury was reported.